Event description:
When nurse was in the process of removing the white cap off of the primary tubing cassette, the piece of hard plastic attached to the cap broke off.hospira representative called and notified of defective IV tubing and to send shipping materials for manufacturer investigation. For clarification, piece that broke off is near the secondary port of the cassette.